Event description:
It was reported that intra-op, the visao drill was running hot and not running right. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per the pre-repair temperature test performed on the device for 1 minute, the temperatures are within specification (118f).

Manufacturer narrative:
H3: product analysis found could not verify excessive heat. Performed pre-temperature test and after 1 min, temperatures were rear 92.5 f, middle 91.6 f and nose were 93.4 f. However, the bearings and nose cone were corroded. H6: previously applied codes fdm b17, fdr c20 and img g04063 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.